Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported when generator is used with footswitch, the output tends to stop. The footswitch was returned for repair and calibration. No patient complications were reported as a result of this event.